Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while updating the nim vital system ( console and patient interface boxes ) to software version 1.7.5 , the console system and one patient interface box initially got successfully updated. While trying to update the second patient interface box, it would not update. The user then restarted the system (a total of 3 times) ¿ but the first patient interface box that had successfully worked now does not turn on/off. It does not work wired or unwired also. The user then tried a different patient interface cable ¿ the same result. The first patient interface box remains inoperable. When the user enters the about screen, saw the correct info for the console, but nothing is detected in the patient interface section. The issue was noticed during the upgradation of the nim vital systems, not during surgery. There was no patient involvement.

Manufacturer narrative:
Product ID: nim4cm01, serial/lot#: (B)(6) / 223424848, UDI#: (B)(4), h3: analysis of the device was completed and found that the nim console unit was received with the software version 1.7.5 installed. The software was then re-installed to update all the subsystems due to crm radio firmware revisions not matching what was expected. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d16 and img g02030 are no longer applicable fdm b01, fdr c1004, fdc d1102 and img g02008 codes are now applicable. Product ID: nim4cpb1, serial/lot#: (B)(6) / 223098309, UDI#: (B)(4), h3: analyis of the device was completed and found that the software was corrupted, re-installed software version 1.7.5. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d16 and img g02005 are no longer applicable fdm b01, fdr c1011, fdc d1102 and img g02008 codes are now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.